Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced, the system software was reloaded, and the collimator was recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the collimator was intermittently closing. This will render the system inoperable. There is no report of patient injury associated with this event.